Manufacturer narrative:
A visual evaluation of the returned device found that the push catheter is bent approximately at 5.5cm and 138.5cm from the distal end of the push catheter. The guide catheter is kinked approximately at 21.5cm from the distal end of the guide catheter, also it is bent in several locations. A functional evaluation performed and found out that the stent could be deployed, however some resistance was felt during the stent deployment due to the kinks/bends found on the delivery system. Based on the product analysis, most likely some procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the delivery system. A delivery system under tortuous conditions due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in catheters. The delivery system would not be able to be advanced to the anatomy easily and could cause difficulty to deploy the stent. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A lot history search was performed and found one other complaint against lot number 17538780 by the same customer due to different reasons.

Event description:
It was reported to boston scientific corporation that a flexima® biliary preloaded stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6) 2016. According to the complainant, during the procedure, the delivery system could not be inserted into the bile duct once it reached the duodenal papilla. Furthermore, it was found out that the tip of the stent was deformed. The physician used another flexima® biliary preloaded stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima(tm) biliary preloaded stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6) 2016. According to the complainant, during the procedure, the delivery system could not be inserted into the bile duct once it reached the duodenal papilla. Furthermore, it was found out that the tip of the stent was deformed. The physician used another flexima(tm) biliary preloaded stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".